Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10371. The pt received the scs system on (B)(6) 2011 which consisted of an ipg and two leads (same lot). It was reported the pt experienced overstimulation. Stimulation was turned off at the time the overstimulation occurred and the ipg site was hot following this event. Follow up information revealed the pt was also experiencing unintended stimulation in her face and upper extremities. During reprogramming session, the pt experienced shaking and tremors. It was later reported that the scs system was removed due to infection on (B)(6) 2011. There was no st. Jude representative present at the time of explant. The manufacturer has attempted to obtain a status update regarding the infection and next course of action for the pt; however, no further information is available at this time.